Event description:
It was reported that during a laparoscopic nissen fundoplication procedure that during the cleaning of the device a piece came off of the device . Another device was used to complete the case.

Manufacturer narrative:
(B)(4). The device was received with the electrode missing not returned. The ceramic was cracked but still bonded to the lower jaw. Visual inspection under magnification was performed and a piece of electrode still remains to active rod. Testing found a short on the device when the jaws are fully or partially closed, causing a replace light to illuminate. The remaining piece of electrode allows the electrode to be touching the jaws when they are closed. The electrode to jaw contact creates an electrical short preventing rf power delivery from the generator resulting in the replace light illuminating on the rf60. The manufacturing records were reviewed and no anomalies were found during the manufacturing process.